Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging history settings (inaccurate delivery) issue. The reporter stated that the patient had a blood glucose (bg) of high on the meter with polyuria, polydipsia, and abdominal pain. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission. Device evaluation: the device has been returned and evaluated by product analysis on 06/25/2015 with the following findings: meter was not returned with the pump. The last basal delivery and the last bolus delivery were recorded on 02/09/2015. The alarm history shows typical usage alarms. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units. Pump¿s bolus calculation feature found to be functioning properly. No eaw's occured during testing. The total daily doses correctly reflect the users programmed basal and bolus deliveries. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.